Event description:
An adult re-manufactured pulse oximeter probe (sensor) had exposed wires. Removed the sensor from the patient's use immediately and a new sensor applied. No harm to the patient. We have seen this occur in nicu, but I have not heard of this happening in the adult area.======================manufacturer response for pulse oximeter sensor, nellcor, oximax (per site reporter).======================sent an email. Await response.